Event description:
Quadruple coronary artery bypass grafts performed with no intraoperative complications. Almost immediately upon transfer to cicu hemorrhage was visible through the chest tube accompanied by a precipitous drop in blood pressure. The pt was reopened in cicu and a large amount of blood observed. An area of bleeding was identified as a vein graft where the surgical clips that had been applied during surgery were missing. The site was repaired.